Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a small blood clot and continues to have spot bleeding, urinary tract infections, discomfort and pressure when voiding, dyspareunia, stress incontinence and mesh extrusion. An excision and removal of the mesh was performed.